Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hypoglycemia. The blood glucose level was 52 mg/dl. The customer current blood glucose level was 216 mg/dl. The auto mode feature was active at the time of low blood glucose event. The troubleshooting was declined for low blood glucose level. The customer was treated with food. The insulin pump will not be returned for analysis.